Manufacturer narrative:
Datalogger analysis did not identify any reportable instrument malfunctions. Qc results were within acceptable ranges. A field engineer visited the site and performed multiple repair actions. Post service tsh precision testing was successful. The root cause of this event could not be determined.

Event description:
A customer observed a non-reproducible positive outlet on the vitros tsh assay. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.